Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that the customer had an issue with the enteral feeding pump. On (B)(6) 2018, the unit was triaged and service found that the pump had no audible alarm during start up.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service found that the pump had no audible alarm during start up¿. The unit was triaged and the reported condition was confirmed. Component u14 in the buzzer circuit was observed to be damaged. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.